Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. Low bg cause was not known. Customer went to the emergency room; however, intervention was not required as bg level resolved while in waiting room (action taken to address the issue was not provided) and customer continued to use the pump for insulin therapy.